Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to inquire about replacement insulin pump. Customer stated that insulin pump was being replaced due to unable to remove the battery cap. Customer reported that her blood glucose had dropped to 48 mg/dl after treating for a meal. Customer stated she ate jelly beans to raise sugar.customer's blood glucose at the time of call was at 178 mg/dl. Nothing further was reported.